Manufacturer narrative:
Correction: the aware date was inadvertently incorrectly represented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿coronary vasospasm after isolation of left atrial appendage using a second-generation cryoballoon.¿. 2017.vol 3:4. Http://dx.doi.org/10.1016/j.jacep.2016.08. 010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon: there was one (1) patient who experienced a vasospasm ¿just after the ablation¿ procedure. The patient was given intracoronary nitrate, and the vasospasm was ¿rapidly relieved.¿ the status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.